Event description:
The pt had 14 interstitial catheters inserted into the perineum through a template which is used to stabilize the catheters. A CT scan was done to confirm correct placement. High dose radiation was then delivered through the catheters and the catheters were removed post procedure. Several days later, the pt complained of a painful lump in the perineal area which was determined to be a foreign body per CT scan. He was taken back to surgery in 2009 for the removal of an fragment of elongated cylindrical opaque plastic tubing, which was determined to be a fractured portion of one of the interstitial catheters. He was discharged without incident the same day. Dates of use: 2009. Diagnosis or reason for use: high dose radiation brachytherapy.